Event description:
Pt was referred for pacemaker revision because of voluntary product recall of atrial lead and the development of fixed rapid atrial fibrillation. The atrial lead was unscrewed from the atrial wall after disconnection from the pulse generator, and removed with gentle traction. Procedure was completed with no reported complications or problems.